Event description:
A customer reported to beckman coulter, inc. (Bec) that the universal power supply (ups) on the new access 2 immunoassay analyzer started to smoke. The customer confirmed the ups had been working for about 2 weeks before smoke started coming out of it. The customer unplugged the ups, instrument, and pc. The operators were wearing personnel protective equipment, and did not feel any shocks and no one required any medical attention. No visible flame was observed. There was no report of an injury or harm to any users or patients in connection to this event. A new ups was sent to customer and this corrected the situation. The faulty ups will be returned to beckman coulter for analysis.

Manufacturer narrative:
Methods code: customer technical support troubleshot over the phone and replaced the ups. (B)(4).